Event description:
It was reported the patient's ipg eroded through the skin. Surgical intervention was undertaken, explanting and replacing the original ipg with a new device. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.